Manufacturer narrative:
The reported event of could not untighten setscrew to remove the leads was confirmed. Analysis revealed that calcified blood and pieces of the septum was filling the setscrew insets. The calcified blood and the pieces of septum were preventing the wrench from engaging the setscrew inset to untighten the setscrews. Also, the physician stripped the set screw preventing it to be tightened. The physician was incorrectly inserting the torque wrench into the setscrew inset in multiple ways. The incorrect wrench insertions damaged the setscrew. The setscrew could not be tightened because of a combination of incorrect wrench insertions, damage to it by the user/physician in the field and foreign material/contamination found in the set screw. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker was unable to remove the setscrew from the header due to the foreign material was noted. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.